Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-04116. (B)(4). It was reported that post a stenting treatment procedure, the patient experienced unstable angina, potential stent fracture and in-stent restenosis. The patient presented due to stable angina. The 80% stenosed and 16mm long target lesion was located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.0x20mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. The subject was discharged the following day on aspirin and prasugrel. (B)(6) 2011 - the patient presented to the emergency room with left precordial chest pain, epigastric pain, two episodes of nausea and vomiting, shortness of breath and shaking of arms. Coronary angiography revealed 85% in-stent restenosis of the previously placed stent in the proximal rca without thrombi. Angiography revealed a potential stent fracture of the previously placed 3.5x16mm ion stent. The in-stent restenosis was treated with pre-dilation and placement of a 3.5x12mm ion stent overlapping the previously placed stent and covering the potential stent fracture. This treatment resulted in 0% residual stenosis, the event was considered resolved without residual effects and the patient was discharged two days later on aspirin and prasugrel.